Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles in fill channel, white calcification on the shell, total delamination on plug strap disk shell, and crease flat. Leak test and microscopic analysis was performed which identified: total delamination of the valve (adhesive failure), a striated opening on anterior, and total delamination on plug strap disk shell (adhesive failure). Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. A striated opening on anterior assessed as surgical damage. Total delamination on plug strap disk shell assessed as adhesive failure.